Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, while closing the cuff, surgeon experienced difficulty in toggling the device. The needle also dropped from the instrument. A second needle was loaded and used to complete the case. No patient injury.